Event description:
Reportedly the patient developed "serious injury including pain, mental anguish, and nerve injuries. I'm worried things will get worse."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: . C7 burst fracture. C6 right lamina and left pedicle fracture. Left occipital condyle fracture, nondisplaced. The patient underwent the following procedures: anterior cervical corpectomy. Anterior interbody fusion, c6 to t2. Posterior cervical fusion and instrumentation, c6 to t2. Anterior cervical instrumentation. Posterior cervical laminoforaminotomy, unilateral at c6-c7 on the right side. Use of allograft for anterior fusion and use of autografts posteriorly. Use of bmp. Open treatment of cervical fracture. Application and removal of mayfield tongs. As per operative notes, ¿next, fresh frozen allograft strut was then fashioned and contoured to be put into the defect. Capsule distraction was obtained with the caspar pins. The fibular allograft was the positioned and the caspar pins were then reapproximated. We did not want to extend fusion up another level, to preserve more mobile motion segment of the cervical spine. Therefore we decided to go from c6 to t2. Next, bmp as well as local harvested bone graft and cancellous allograft chips were packed into the gutters bilaterally.¿ no intra-operative complications were reported. On (B)(6) 2008: the patient was discharged from the facility.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.